Manufacturer narrative:
The battery charger 1 was returned to the manufacturer for analysis. The battery charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The battery charger 2 was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the charger board 1 and 2 were replaced on the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the charger boards were reported to both be outputting higher voltages than specifications dictate. There was no patient present when this issue was identified. No additional information was provided.